Event description:
The customer's family member called to request a replacement pump. It was stated that the customer was seen at medical center for high bgs. The troubleshooting was not performed. It was informed that the set was replaced three times in one day and the bgs did not go down while on the pump, but it does with manual injections.